Manufacturer narrative:
The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete fill tubing alert. The following day, the customer acknowledged the alert and began the fill tubing process while remaining connected to the pump. The customer inadvertently delivered 18.4 units while still connected at the site and resumed basal deliveries. The customer's blood glucose (bg) level was 46 mg/dl. The customer consumed crackers and glucose tabs to address bg levels.